Event description:
It was reported that all components were explant due to the device making patient felt like he was floating. No device malfunction was suspected. The explanted devices were discarded per hospital policy. Additional information was received that the patient experienced nausea.

Event description:
It was reported that all components were explant due to the device making patient felt like he was floating. No device malfunction was suspected. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20351225.